Event description:
It was reported that the customer experienced low and high blood glucose levels. The customer was hospitalized for low blood glucose levels and was treated with glucose tablets and a meal. Customer was hospitalized for 3 hours.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.